Event description:
A report was received that the patient's ipg was explanted due to protrusion through the skin. The patient is reportedly doing well following the explant and may be reimplanted at a later date.